Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient went to emergency room (ER) due to diabetic ketoacidosis on (B)(6) 2025. The blood glucose level at the time of hospitalization was 390 mg/dl and also experienced some symptoms of headache, feeling sick on verge of pucking. The ketone level was 4mmol/l. The patient got treated with insulin shots. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 02-jul-2025. Device history record (DHR) review packaging lot: the lot 6001147 was manufactured according to the work instruction (wi) version 75 on 21-apr-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 02/jul/2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advance, malfunction code no malfunction describe and lot 6001147 and no more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.